Event description:
Perclose¿ prostyle¿ suture-mediated closure and repair system ref #: 12773-03, lot #: 3070641. Three devices failed while in use all of the same lot number. Remaining two in that lot number weren't used and were pulled from the shelf. An rl was placed under # (B)(4).